Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-01147; 400-03-362, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient required revision surgery due infection.